Event description:
It was reported that the patient's left ventricular (lv) lead had no capture and had dislodged. The lv lead was explanted and replaced. It was noted that the lead possibly dislodged due to the patient's chronic coughing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead (B)(6) 3023; 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.